Event description:
The reporter states that the customer obtained the following comparisons on the accu-chek compact plus system: "hi" (>600) mg/dl and 108 mg/dl; "hi" (> 600) and 168 mg/dl; "hi" (>600) mg/dl and 138 mg/dl; 523 mg/dl and 108 mg/dl. All aforementioned tests were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.